Event description:
It has been reported to philips that the geometry pc was not booting up successfully. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in diagnosis coronary procedure when the issue was identified. Philips field service engineer (fse) inspected the system onsite and confirmed that the geometry pc was not booting up properly. Review of the system log file showed that the malfunctioning in geo-pc. As a part of troubleshooting, fse found software errors occurring due to issue with geo-pc. The fse replaced the geo-pc. After replacement of geo-pc, the system was returned to use in good working order the codes were updated based on the investigation outcome.